Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal and distal insulations were damaged at 31.8 cm and 32.4 cm from connector pin due to clavicle crush. The proximal coil was fractured at 22.6 cm from connector pin.